Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported problem and was confirmed as having occurred in the field via log review. The logs showed error 23065 pointing to the insertion. Further inspection on the carriage and spar was done, and no signs of contamination were detected. The insertion stator will be replaced in precaution to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer reported arm 2 was acting up and insertion axis on arm 2 was limited near end of its range of motion. The customer mentioned the issue happened before however could not provide details or date. The customer did not want to troubleshoot and continued with the case. The technical support engineer (tse) recommended the customer check the range of motion on arm after I&a removal. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator for arm 2 to correct the reported issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of on (B)(6) 2022 on system sk4530. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was not disabled/abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. However, the fse was dispatched to the site and confirmed the customer reported issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.